Manufacturer narrative:
The complaint sample was returned to greatbatch for evaluation and the reported event was confirmed. The instrument weld has broken which adjoins the ratcheting mechanism ("locking part") to the body of the instrument. In addition, the release plate malfunctioned and is jammed. A manufacturing review was performed and there were no discrepancies found. Testing was performed and a manufacturing non-conformance was identified which caused the reported event. No further investigation is required.

Manufacturer narrative:
The complaint sample was returned to greatbatch for evaluation and the investigation is in progress. Once the investigation is completed a supplemental medwatch 3500a form will be submitted. Complaint information provided by depuy synthes.

Event description:
It was reported during an unknown patient procedure that the weld broke on the locking part which won't allow the cup to lock tightly on the handle. No adverse events reported as a result of the malfunction.